Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number provided does not relate to product code y987h (monocryl suture). Please clarify: product code; lot number.

Event description:
It was reported that a dog underwent an ovariohysterectomy procedure on (B)(6) 2016 and the suture was used. On (B)(6) 2016, internal sutures were holding intact, but external sutures were ripping through the skin. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. One representative sample was returned for evaluation. The sample was visually inspected for defects and none was found. The sample was functionally tested for strength and the sample met the requirements.